Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 294151) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received a questionable high result from coaguchek xs meter serial number (B)(4). At 8:30 am, the result from the meter was 3.4 inr and the laboratory result at 9:30 am was 2.6 inr. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The customer was not anemic, took no heparin, had no antiphospholipid antibodies, no direct thrombin inhibitor, no new medications, no diet change, no illness, and no symptoms of bleeding or bruising. The suspect meter and strips were returned for investigation and tested with qc material. Testing results: strip lot 294151-23: qc 1: 2.8 inr; qc 2: 2.8 inr. Masterlot strips: qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.0 - 3.0 inr and 1.9 - 2.9 inr). All measurements were without error messages. Retention test strips (lot 294151-23) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. No information was provided in the complaint case that would point to a cause for the result discrepancy.